Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had a drawer failure where drawer 4 was off the bus and could not recover initially. A field service engineer (fse) resolved the issue by reseating the cables and rebooting the system. After initial testing passed but inventory failed, the retractor band was replaced. Following this replacement, the drawer passed testing again and successfully inventoried. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.